Manufacturer narrative:
This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplement reports are required unless additional information received indicates a reportable event. As there was no device malfunction, confirmed there was no subarachnoid hemorrhage event, and the patient's death was unrelated to any medtronic device or the procedure, the event no longer meets the definition of a complaint. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received reported the site and study investigator confirmed there as no subarachnoid hemorrhage present on imaging. The patient died at the in-patient rehab facility. Autopsy records were not maid available but the site confirmed the event was related to the patient's pre-existing medical history of heart failure and was not due to subarachnoid hemorrhage. The patient death was unrelated to the study procedure or medtronic devices used in the procedure. As there was no device malfunction, confirmed there was no subarachnoid hemorrhage event, and the patient's death was unrelated to any medtronic device or the procedure, the event no longer meets the definition of a complaint per 027-wi185. This event is no longer a reportable event. MDR decision corrected to not reportable. No additional supplement reports are required unless additional information received indicates a reportable event.

Event description:
Medtronic received information regarding a patient who had undergone a mechanical thrombectomy procedure in which a react-68 aspiration catheter and solitaire x stent retriever were used on (B)(6) 2024. IV tpa was contraindicated. Two passes were made. The procedure was to treat ischemic stroke in the right middle cerebral artery (r-mca) m2 segment. The patient's baseline tici was 0, mrs was 0, nihss was 10. Procedure mrs was 4 and post-procedure tici was 0, nihss was 7. It was reported that corelab report, a subarachnoid hemorrhage (sah) was noted in the 24-hour post-operative imaging. Site has not confirmed corelab observation. The patient was discharged on (B)(6) 2024 but it was reported the patient died (B)(6) 2024. Cause of death was not specified in the report.

Manufacturer narrative:
Continuation of d10: product ID sfr4-4-40-10 (b487481); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.